Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hemorrhage, is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported hemorrhage with perforation was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00569, 3005168196-2016-00570, 3005168196-2016-00572. The device was disposed of by the hospital.

Event description:
On (B)(6) 2014, the patient underwent a thrombectomy procedure in them2 segment of the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter, a velocity delivery microcatheter and two neuron max 088. A dyna computed tomography (CT) performed immediately after the procedure revealed the patient had suffered a subarachnoid hemorrhage (sah). All non-contrast computerized tomography (ncct) performed on postoperative day one, two, four and eight still showed evidence of the sah. The sah was reported as a non-serious adverse event possibly related to the penumbra system and the angiographic procedure, and not related to the index stroke. The sah was also reported to be visible immediately post-procedure, likely related to perforation. The patient was discharged to a skilled nursing facility on pod 12 ((B)(6) 2014) and patient's last follow up visit was on (B)(6) 2014.